Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
When the battery is placed in the device , it goes through the steps to revive a patient. When we push the power button to shut it off, it says ¿memory full¿ and repeats the steps to revive a patient and will not shut off. There was no patient involved in this event.